Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. [(B)(4)].

Event description:
Reportedly, the system was implanted on (B)(6) 2017. On (B)(6) 2017, the patient was admitted to the hospital for 4 days because of a minor pocket bleeding. No device-related adverse event was recorded during the follow-up visits performed after the procedure: 1 to 3-month visit on (B)(6) 2017, 6-month visit on (B)(6) 2018 and 18-month visit on (B)(6) 2019.